Event description:
We have noticed some irritation/skin damage on several (4) dialysis patients¿ vascular accesses. The first 2 we treated like we would any other normal access skin irritation, these things happen, skin that is being "used" 3 times a week and covered by dressing can occasionally get irritated. The first several time's it looked like it may have been irritation r/t (related to) tape as the damage/blistering was not right on the stick site but rather on one side of it, where tape would be used to hold the 2x2. However, the last few patients we've noticed this on/complained of it the skin irritation had a defined shape of the 2x2 that covers their stick site. It had clearly defined edges exactly the size and shape of a 2x2 gauze dressing. After speaking with logistics, we ascertained that our current brand of 2x2 we've been using since (B)(6) 2022. Additionally, I've looked through all the 2x2 containers on our unit thinking we had a bad lot, and we have 3 different lot numbers out on the floor right now. Also, if it was a bad lot, I would have expected the entire hospital to have issues since these 2x2's are used everywhere. We are continuing to monitor our patients to see if this gets worse, or if any other symptoms develop that would help us pin this down. It could have been a single "bad" box or lot of 2x2 that was used up 2 weeks ago, and, in that case, we wouldn't see this again. I'm attaching some pictures of the accesses so you can see what we are talking about one is with the initial blistering that we thought could be tape r/t and the other 2 are the 2x2. See scanned pages. Reference reports mw5116580, mw5116581, mw5116583.